Event description:
It was reported to philips that the x-ray exposure was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray exposure was not functioning. Analysis of the system log file showed x-ray generator malfunctions. Restarting the system did not resolve the issue. During troubleshooting, the fse found that the certeray generator is not booting and found a faulty miu (main interface unit) certeray. The fse replaced the miu. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.